Event description:
The customer reported that after one week of use on a patient, while en-route to the operating room to change out the ECMO circuit, the outflow disconnected at the arterial connection of the oxygenator. The clinician clamped pre and post to re-establish flow by holding the line while continuing to the operating room. It was a va ECMO and the mean pressure was too low without the ECMO running. It was reported that approximately one liter of blood was lost. The facility reported that the patient was transfused, however the hospital is reviewing their records for specific information regarding the transfusion. When the patient arrived at the operating room, the patient was hypotensive and hypovolemic. Another circuit was already primed, and the patient was quickly transferred to a new quadrox-ID and ECMO support was re established. The hospital indicated to maquet that the patient was transported 6-7 times with the oxygenator. Thus, bumping of the device during transport may have occurred. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The oxygenator involved in the event is being returned to the factory for evaluation. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Items marked ni are unknown to us at this time.